Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - b5, d1, h3 (reason code - other), h6 (clinical signs codes, device codes, method codes, results codes, conclusion codes) the reported event could be confirmed, since information obtained indicates a revision surgery was performed. Medical affairs was asked to review available pre-revision CT scans. According to their review, "¿the tibial component has subsided anteriorly. A posterior bone apposition has fractured due to the slight tilt of the tibial component. The pe-liner looks intact. The talar component has subsided posteriorly. There are bone cysts in the talus. There¿s marked osteoarthritis of the subtalar joint.¿ additional information obtained from the rep indicated the patient fell following the primary surgery, which resulted in an ankle fracture. The surgeon indicated the injury was the likely cause of the tibial recession. The tibia and poly were replaced in the revision surgery. Based on the information obtained during this investigation, the root cause was attributed to a patient related issue. The failure was caused by the fall the patient sustained causing the ankle fracture and subsequent device subsidence. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient had a fall after her primary ankle replacement, which resulted in an ankle fracture. According to the physician, the injury was likely the cause of the tibial recession. They replaced the tibia and poly only in the revision procedure."